Manufacturer narrative:
Model#: 24950; serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that there was no complaint failure found; found error code (B)(4) in failure analysis (fa) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The remote monitor was returned and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was smoking and the power cord was smoking and burned. No troubleshooting taken due to the danger of causing injury or fire. It was not sure if the remote monitor caused the power cord to burn or the power cord was damaged. The remote monitor is expected to be replaced. The power cord status is unknown. No patient complications have been reported as a result of this event.